Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reasons for reoperation: "implants have been recalled," "having issues with the implants causing pain and discomfort potential [rupture]."

Event description:
Patient reported via regulatory agency "the implants have been recalled worldwide," issues with the implants causing pain and discomfort potential [rupture]" this record relates to the right side. Device remains implanted.